Event description:
Customer had activated new pod and didn't feel cannula insert, but kept it on because pdm read that it was delivering basals. He started at a bg in the 400's and had taken a 20 unit injection and ran in the high 200's and 300's all day and then removed it and noticed the cannula had not inserted. At the time of the report, the user stated that it would be returned to the manufacturer for evaluation.

Manufacturer narrative:
The device involved in the reported incident has not yet been received by the manufacturer by the date of this report. If the device is received the evaluation will be completed and the report will be updated as appropriate in a follow-up submission. No conclusion can be reached at this time. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues.